Manufacturer narrative:
The date of event was initially reported as (B)(6) 2020. The correct date of event is (B)(6) 2020 per customer email. Results of 3rd party investigation: the 3rd party service technician replaced the power supply board and the alleged event was not duplicated.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 unit stopped ventilating. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.